Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 24 mm, diameter 2.75 mm, was intended to treat a lesion in a pt. It was reported that the stent would not cross the lesion and, on removal from the pt, the stent struts were destroyed. The target lesion in the cx exhibited 90% stenosis and was severely calcified. It was reported that the lesion was pre-dilated with 1.5x20mm and 2.5x20 mm balloons. A 3.0x24mm endeavor sprint rx (MFR report # 2953200-2010-00208) failed to cross the lesion and further dilatations were performed. The 2.75x24m endeavor sprint rx device then failed to cross the lesion and, on removal from pt, the struts were noted to be deformed. Further dilatations were performed and two endeavor stents (2.75x18mm and 3.0x12 mm) were used to treat the lesion. Pt was stable post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Other, stent deformed during procedure. Eval: results: failure to delivery stent; 90% stenosis, severe calcification. Conclusions - 90% stenosis, severe calcification. Eval summary: the device was returned to medtronic for eval. The stent was positioned on the balloon as per specifications. The stent struts on the ninth proximal segment were raised and deformed with some pulled distally.